Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported thumb advancement issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. It should be noted that the starclose se instructions for use states: do not advance or withdraw the starclose vascular closure device against resistance until the cause of that resistance has been determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via 6fr sheath after an atherectomy interventional procedure. Skin nick (5-7mm) and blunt dissection was performed. Reportedly, when attempting to advance the thumb advancer, resistance was felt. A second attempt to advance the thumb advancer was made without success. The safety release was used to retract the vessel locator wings and remove the starclose se device. The clip of the starclose se device was not deployed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.